Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned, but based on the returned photographs the reported event could be confirmed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. The device associated with this report was not returned, but based on the returned photographs the reported event could be confirmed. This complaint is associated with the lock wing knob component breaking off the ml slide screw component. Examination of the returned instrument photograph confirms the breakage. Previous investigation into this failure mode determined the root cause is associated with fatigue of the ml slide screw either side of the cross pin, where the cross-sectional area was the smallest (see memoranda from materials scientist dated (B)(6) 2016 attached to (B)(4). The complaint reported no patient harm, no surgical delay and there is no indication that any part was left in the patient. This is aligned with a pra that was conducted on this issue (103275031) which concluded that there is no potential for patient harm or regulatory compliance non-conformity. The reason for this is because the instrument can still be operated using the central adjustment (thumb) wheel, causing little to no delay to the overall procedure. Furthermore, there are no missing parts in each case; the staked pin is retained within the lock wheel assembly and the whole component can be retrieved during surgery due to its size. This failure mode has been adequately assessed within the risk management for the instrument (dva-105445-fde). Complaints will be monitored by post market surveillance through sep-419. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during implantation of the femoral component the red knob on the femoral introducer was broken off. The patient was not harmed and case was not delayed.